Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: promus element, mr, ous 3.50 x 16 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the most proximal stent strut row with struts lifted and bent back in a distal direction. The od (outer diameter) of the undamaged section of the stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 16 mm promus element drug-eluting stent was selected for treatment. However, during the procedure it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.